Event description:
The customer reported the system froze up and no live fluoroscopic x-ray was released. There is not report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.